Event description:
The following has been reported: "during use, it keep [alarming]." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was not provided, therefore no review could be performed. The device was repaired locally by the fresenius kabi market unit according to the process in the technical manual. The reported device was not sent back to brézins for investigation. The device was not available for investigation and no more information was provided. Without the affected sample, no investigation can be performed and no root cause can be determined. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.